Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on april 23, 2010 and was previously returned for repair on (B)(4) 2014 for a non-related issue. Evaluation of the device observed all of the width plates, head and control bar were nicked. It was also noted that the screwdriver was worn. Prior to repair, the device was outside calibration specifications only at the zero thickness setting. Repair of the device included replacement of the width plates, head, control bar, screwdriver and standard repair parts. The customer's reported event was not reproduced during testing; therefore, a cause of the reported event was not reproduced during testing; therefore a cause of the reported complaint could not be determined. No information is known regarding the technique or methods utilized by the user during the reported event; however, applying too much or too little downward pressure while taking the graft can cause the dermatome to take a graft which deviates from the desired thickness. Additionally, improper handling by the most likely caused the damage to the width plates, head and control bar. The device was serviced and returned to the customer.

Event description:
It was initially reported that the first graft taken with the zimmer air dermatome had small holes as if it had already been meshed. Additional clinical follow up determined that the issue occurred during surgery. The initial graft was deemed unusable and required a second graft to be taken. There was no alternate device available for use and the second graft was obtained using the same device. It is unknown how long of a delay occurred due to the additional graft procedure.